Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the pre-test could not be performed due to damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for repair. Upon reciept of repair report is was noted that during surgery the device had a damage comb. No harm or delay were reported as it relates to this event. No adverse events were reported as it relates to this event.